Event description:
Patient reported that pump would not charge correctly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.